Manufacturer narrative:
This report is for an unknown synthes ao external fixator /unknown lot. Part and lot number are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
This report is being filed after the review of the following journal article: haider, t., et al (2019), frequency of nonunion in open fractures of tibia treated with ao external fixator, pakistan journal of medical health and sciences, vol. 13 no.1, pages 17-19 (pakistan). The aim of this study is to determine the frequency of nonunion in open fracture of tibia fibula treated with ao external fixator. Between december 18, 2016 and june 17, 2018, a total of 114 patients (60 male and 54 female) with a mean age of 32 +/- 9.62 years (range 19-62 years) were included in the study. Fracture fixation was done using an unknown synthes ao external fixator. Patients were followed up regularly and final outcome was assessed in terms of presence or absence of non-union at 16 weeks on ap and lateral x-rays of the tibial and fibula. The following complications were reported as follows: 4 cases of nonunion was found in female patients with age 20-30 years. 4 cases of nonunion was found in female patients with age 31-40 years. This report is for an unknown synthes ao external fixator. This is report 2 of 3 for (B)(4).